Event description:
It was discovered by the PICC (peripherrally inserted central catheter)nurse that another PICC line kit may be compromised and unusable due to communication between the two lumens. When the PICC was flushed a back flow was noted. This lot number has been removed from use at our facility.======================manufacturer response for PICC line, xcela (per site reporter).======================awaiting a formal response local sales rep made aware.